Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported following the patient's scs trial implant procedure, the patient was experiencing shortness of breath. The patient received one cervical and one thoracic lead. Reportedly, the physician pulled the cervical lead out and the patient's breathing returned to normal. The trial continued with the thoracic lead without any further issues.